Manufacturer narrative:
As reported this was an open abdomen case with negative pressure dressing, there was a fistula and bile present at the graft site. It appears that due to the presence of a contaminant (bile) at the site the graft may have underwent an accelerated degree of degradation while granulation tissue was established on the graft site. A photo of the open wound showing the remaining portion of the graft was provided for review. Growing in the graft is what appears to be dark, thin (human) hair. This does not appear to be consistent with porcine hair, which is thick and often light in color. The user reported that at the time of placement there was no hair on the graft. It is possible that what was observed is human hair of patient origin developing from maturing granulation tissue which has undergone re-epithelialization. The instructions for use (IFU),provided with the graft states to "place the device in maximum possible contact with healthy, well-vascularized tissue to promote cell ingrowth and tissue remodeling." Also stated is, "when unable to close skin over the xenmatrix surgical graft, ensure that the implant remains moist. Avoid drying of the implant through "continued suction devices" as they may negatively impact the performance of the implant." Additionally, fistula formation is identified in the adverse reaction section as a possible complication. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is reported that on (B)(6) 2016 the patient was implanted with a xenmatrix graft. The surgeon reports that abdominal wall closure was not possible, therefore his initial plan was to await vascularization of the graft aided by negative pressure dressing, followed by skin grafting. As reported the wound was draining and the graft was covered with bile fluid. One month following implantation there was wound dehiscence, it was noted that the graft had broken down 80-90% with no obvious pus from the wound. A fistula appeared at the first site of degradation of the prosthesis. The remaining xenmatrix remains in situ and is incorporated on the small bowel, exposed in an open wound. The surgeon also observed a hair like object growing on the remaining portion of the graft in situ.

Manufacturer narrative:
Addendum: as initially reported the surgeon observed hair growing on the remaining portion of the xenmatrix graft in situ. A sample of the hair was removed from the graft and returned to davol for an evaluation. This is an addendum to the initial MDR to document the evaluation of the returned hair sample. Evaluation concludes the hair to be of human origin. It appears the hair grown is of patient origin and developed from maturing granulation tissue which has undergone re-epithelialization.

Manufacturer narrative:
This follow-up MDR is being submitted as a result of a retrospective review of davol's MDR files. Corrected fields: to adverse event.